Event description:
It was reported to boston scientific corporation that during unpacking of the zero tip retrieval basket, the complainant found a hole on top of the tray and on the label of the packaging. There were no procedure nor patient involved.

Event description:
It was reported to boston scientific corporation that during unpacking of the zero tip retrieval basket, the complainant found a hole on top of the tray and on the label of the packaging. There were no procedure nor patient involved.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device packaging was performed, and found that the clear top web had been punctured in a location approximately 29cm from the top edge of the pouch, and approximately 8.6cm from the left side of the pouch. The hole measured approximately 4.4cm in overall length. The puncture on the pouch occurred near a relief in the tray and compromised the sterile barrier of the packaging material. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for the hole/tear in the device packaging is ¿handling damage.¿